Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), salpingitis ('chronic salpingitis') and device expulsion ('migration of essure device- location of device: uterus') in an adult female patient who had essure (ess205) (batch no. 623648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included left lower quadrant pain, amenorrhea, arthritis, candida vaginal, ovarian cyst nos, perineal pain, irregular menstruation and cervix inflammation. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), anxiety ("anxiety") and dizziness ("dizziness") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral), total hysterectomy (uterus and cervix removed) bilateral salpingectomy and hysterectomy, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the uterine perforation, salpingitis, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract disorder, fatigue, migraine, headache, alopecia, neoplasm, hormone level abnormal, anxiety and dizziness outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, salpingitis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for migration/ perforation- uterus, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, urinary probs, fatigue, headaches, migraine, hair loss, tumors, hormonal changes, anxiety and dizziness. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Essure lot number and explant date added. Events added: abnormal bleeding (vaginal), vaginal discharge and she did not undergo essure confirmation test, migration of essure device- location of device: uterus. Event severity added for: back pain. Event outcome updated for: pelvic pain, abdominal pain, back pain and dysmenorrhea (cramping). On 22-oct-2019: medical record received. Event added: chronic salpingitis. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), salpingitis ('chronic salpingitis') and device expulsion ('migration of essure device- location of device: uterus') in an adult female patient who had essure (ess205) (batch no. 623648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included left lower quadrant pain, amenorrhea, arthritis, candida vaginal, ovarian cyst nos, perineal pain, irregular menstruation and cervix inflammation. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), anxiety ("anxiety") and dizziness ("dizziness") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral), total hysterectomy (uterus and cervix removed) bilateral salpingectomy and ysterectomy, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, salpingitis, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract disorder, fatigue, migraine, headache, alopecia, neoplasm, hormone level abnormal, anxiety and dizziness outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, salpingitis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for migration/ perforation- uterus, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, urinary probs, fatigue, headaches, migraine, hair loss, tumors, hormonal changes, anxiety and dizziness. Lot number: 623648 manufacturing date: 2007/03 expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- uterus') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety") and dizziness ("dizziness") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure (ess205) was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, urinary tract disorder, fatigue, migraine, headache, alopecia, neoplasm, hormone level abnormal, anxiety and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for migration/ perforation- uterus, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, urinary probs, fatigue, headaches, migraine, hair loss, tumors, hormonal changes, anxiety and dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: migration/ perforation- uterus, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, urinary probs, fatigue, headaches, migraine, hair loss, tumors, hormonal changes, anxiety and dizziness. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, vaginal infection, urinary probs were resolved. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.